Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the customer reported that the ridge lock on the outer cannula that is supposed to be permanently affixed to the device came dislodged causing the patient to not be oxygenated properly. The trach was inserted and the issue was found after use of the obturator. It was reported that the event had resulted the patient to be resuscitated and intubated with poor prognosis. Nothing is returning on this work order.